Event description:
A malfunction alarm was reported when the pump declared alarm 20 during insulin therapy. There was no adverse impact to the customer's blood glucose level. Cts assisted the caller with loading a new cartridge, but the cartridge alarm recurred, preventing the successful resumption of insulin therapy. In response, cts arranged to replace the pump, which was under warranty, and instructed the caller to employ a backup therapy using multiple daily injections (mdi) to ensure continued insulin delivery. The caller was also guided on placing the pump into storage mode and returning it with a prepaid label.